Event description:
The customer reported that during testing the delivered energy was higher than expected. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.